Manufacturer narrative:
Analysis of server history confirmed the reported behavior: on 10-october-2024, follow-ups from 1 to 30th october are unavailable and "error700: unknown error" is displayed, due to network incident. Normal functioning of the website was restored following the reported event. This case is retained for trending purposes.

Event description:
Reportedly, the follow-ups from 1 to 30th october are getting error700: unknown error.